Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: thirty-three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Fifteen samples expelled the solution with a normal flow. Eighteen samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was found clogged when preparing the pre-filled syringe. The following information was provided by the initial reporter: "I have come across a bad lot of safety glide 1" needles. No patients were impacted, all were found when preparing a prefilled syringe for injection (B)(6) 2023 update from customer: unable to get air out of prefilled syringes, the reported issue that was never tied to any specific lots. Silicone clogging ¿. (B)(6) 2023: spoke to pharmacist and confirmed issue is with needle not prefilled syringe, no being able to expel air out of syringe."